Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion of the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. On (B)(6) 2011, an acute dialysis catheter was being inserted by a general surgeon at an emergency room in (B)(6) hospital to a (B)(6) old male patient. The surgeon said, he had hard time pulling back the guide wire during the procedure and approximately 5 cm of guide wire tip end disconnected and remained in the patients subclavian vein after the procedure. The patient was transferred to (B)(6) hospital for additional surgery to remove the detached guide wire tip.